Event description:
It was reported that an impella 5.5 was implanted to support a patient after a mitral valve repair. While on support, multiple blood products were transfused in response to concerns of bleeding. Additionally, continuous renal replacement was started. A computed tomography (CT) showed a stable small right parietal lobe hematoma and decreased volume subdural hemorrhage from a CT completed the previous week. Impella support continues.

Manufacturer narrative:
The impella device was not received from the customer. The event logs were returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The cause of the renal failure, hematoma, major bleeding, and hematuria was not determined due to insufficient clinical details. The root cause of the cerebrovascular accident was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.